Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard posterior stabilized interlok femoral component right 72.5, catalog #: 183113, lot #: 038480, biomet series a standard patella 37mm, catalog #: 184768, lot #: 008140, biomet cc cruciate tray 75mm, catalog #: 141234, lot #: j2905419. It is not known at this time whether the explanted device will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a knee arthroplasty revision of the polyethylene bearing and removal of scar tissue due to symptoms of pain and swelling eighteen (18) months post-operatively. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.